Event description:
It was reported in scientific article titled "obstructive sleep apnea and respiratory complications associated with vagus nerve stimulators" that a vns patient required discontinuation of the vns therapy due to the development of obstructive sleep apnea following vns implant. The article discusses possible respiratory events such as obstructive sleep apnea and possible ways to reduce the respiratory events with the use of a CPAP or adjustment of vns settings. Attempts for additional information from the authors have been unsuccessful to date.

Manufacturer narrative:
(B)(4)